Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse wanted to know if rewarming begins automatically or if it must be manually started in an arctic sun device. Nurse stated that they have a patient that started cooling on (B)(6) around 2000 but based on the nurse charting, did not reach target 33c until 0130 on (B)(6) 2023. They kept the patient at the cooling target for 24 hours before beginning rewarming. Nurse stated that the night nurse began rewarming at 2000 last night,(B)(6) 2023 and thought rewarming should not have begun until 0130 on (B)(6) 2023. So that the patient was at target for a full 24 hours. Had nurse check the settings, cooling was set to begin at target and rewarming was set to begin manually. Explained when cooling was initiated, the duration timer would not start counting down until the patient reaches the target temperature. Once the cooling duration was complete, the device would alarm notifying the nurse to begin rewarming and the nurse would have to manually start rewarming. Informed nurse they could only speculate, it was possible the patient reached target temperature temporarily around 2000 on (B)(6) 2023, or if they use two temperature sources there might be differences in the patient temperature. If the target temperature was adjusted at any point, this might have also thrown off the settings. Nurse stated that when they look back at the graph, it looks like the patient was 33c when cooling was started which would explain the timer starting at this time. However, nurse stated that this contradicts the nurses charting because per charting, the patient temperature was warmer and they had a hard time cooling the patient, requiring other interventions as well and stated that they only use one temperature source, they might need to consider using a second source to confirm the patient¿s temperature in the future. Informed nurse once therapy was complete, they could download the case data to see any changes in settings as well as patient temperature when therapy was initiated. Explained they would forward this to their tm/cm to assist with downloading the case data.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse wanted to know if rewarming begins automatically or if it must be manually started in an arctic sun device. Nurse stated that they have a patient that started cooling on (B)(6) around 2000 but based on the nurse charting, did not reach target 33c until 0130 on (B)(6) 2023. They kept the patient at the cooling target for 24 hours before beginning rewarming. Nurse stated that the night nurse began rewarming at 2000 last night, (B)(6) 2023 and thought rewarming should not have begun until 0130 on (B)(6) 2023. So that the patient was at target for a full 24 hours. Had nurse check the settings, cooling was set to begin at target and rewarming was set to begin manually. Explained when cooling was initiated, the duration timer would not start counting down until the patient reaches the target temperature. Once the cooling duration was complete, the device would alarm notifying the nurse to begin rewarming and the nurse would have to manually start rewarming. Informed nurse they could only speculate, it was possible the patient reached target temperature temporarily around 2000 on (B)(6), or if they use two temperature sources there might be differences in the patient temperature. If the target temperature was adjusted at any point, this might have also thrown off the settings. Nurse stated that when they look back at the graph, it looks like the patient was 33c when cooling was started which would explain the timer starting at this time. However, nurse stated that this contradicts the nurses charting because per charting, the patient temperature was warmer and they had a hard time cooling the patient, requiring other interventions as well and stated that they only use one temperature source, they might need to consider using a second source to confirm the patient¿s temperature in the future. Informed nurse once therapy was complete, they could download the case data to see any changes in settings as well as patient temperature when therapy was initiated. Explained they would forward this to their tm/cm to assist with downloading the case data.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse wanted to know if rewarming begins automatically or if it must be manually started in an arctic sun device. Nurse stated that they have a patient that started cooling on (B)(6) 2023 around 2000 but based on the nurse charting, did not reach target 33c until 0130 on (B)(6) 2023. They kept the patient at the cooling target for 24 hours before beginning rewarming. Nurse stated that the night nurse began rewarming at 2000 last night, (B)(6) 2023 and thought rewarming should not have begun until 0130 on (B)(6) 2023. So that the patient was at target for a full 24 hours. Had nurse check the settings, cooling was set to begin at target and rewarming was set to begin manually. Explained when cooling was initiated, the duration timer would not start counting down until the patient reaches the target temperature. Once the cooling duration was complete, the device would alarm notifying the nurse to begin rewarming and the nurse would have to manually start rewarming. Informed nurse they could only speculate, it was possible the patient reached target temperature temporarily around 2000 on (B)(6) 2023, or if they use two temperature sources there might be differences in the patient temperature. If the target temperature was adjusted at any point, this might have also thrown off the settings. Nurse stated that when they look back at the graph, it looks like the patient was 33c when cooling was started which would explain the timer starting at this time. However, nurse stated that this contradicts the nurses charting because per charting, the patient temperature was warmer and they had a hard time cooling the patient, requiring other interventions as well and stated that they only use one temperature source, they might need to consider using a second source to confirm the patient¿s temperature in the future. Informed nurse once therapy was complete, they could download the case data to see any changes in settings as well as patient temperature when therapy was initiated. Explained they would forward this to their tm/cm to assist with downloading the case data.